Event description:
It was reported via repair work order that the brakes could not engage due to broken brake pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes could not engage due to broken brake pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Previously, it was reported that the brakes could not be engaged. However, upon completion of the manufacturer's investigation it was determined that the brakes could not be engaged from the head end brake pedal, but could still be engaged using an alternative pedal. This issue would be considered a caregiver annoyance as the unit could still be put into brake using an alternative pedal.